Manufacturer narrative:
H10: the device was received, and photographs were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was contaminated with blood and required disinfection. During functional leak testing of the dialysate side, a leak was observed from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process in which non-optimal welding parameters resulted in a sub-optimal welding seam. A previous nonconformance was opened to investigate and address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 140h approximately thirty minutes after starting hemodialysis therapy. The dialyzer was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.